Manufacturer narrative:
Product complaint # (B)(4). UDI: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Visual inspection of the returned device found the distal tip broken off and missing. This agrees with the reported complaint condition, thus confirming the complaint. A review of the device history record (DHR) could not be performed as no manufacturing records could be found for this part # 279722400 / lot # g0605 combination. If further information becomes available, this DHR can be revisited. A definitive assignable root cause for the post manufacturing damage could not be determined based on the provided information. This complaint is confirmed however no product design issues or manufacturing discrepancies that would contribute to the reported complaint condition were identified during this investigation. No new, unique or different patient harms were identified because of this evaluation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter is sales consultant. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that during an unknown procedure performed on (B)(6) 2019, the tip of the screwdriver broke off, when the surgeon was inserting a 10mm ilium bone screw forcibly against the robust bone. As the fragment got stuck in the screw, the fragment has been left in the patient¿s body. Surgery was not delayed due to reported event. No further information is available. Concomitant device reported: unknown screw (part# unknown, lot# unknown, quantity 1). This is report 1 of 1 for complaint (B)(4).